Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. Placeholder.

Event description:
The surgery center reported that a laser vision correction patient was presented with a foreign body sensation, an abrasion, and an infection on the right eye (od) at 18 day post-operative exam. The patient¿s chief complaint was blurry vision and irritation on right eye. The surgery center indicated there was no loss of best corrected visual acuity and no medical or surgical intervention was required. The surgery center reported the patient was seen 16 days later after the first post-operative exam and the patient¿s symptoms were healed and resolved.